Manufacturer narrative:
No service call was initiated or exam of the system conducted. Accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneous accutni (troponin I) results were generated by unicel dxi 800 access immunoassay system. The results were reported out of the laboratory. The samples were retested and the results obtained were within the normal reference range. There was no change to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.